Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that during the implant procedure the introducer sheath rubber valve was not splitting properly and getting stuck to the lead. Multiple sheaths were attempted, however regardless of size the same issue occurred. The sheaths were attempted, removed not replaced. No patient complications have been reported as a result of this event. 30/oct/2024: mosquito scissors were used to pull the rubber valve apart. The implantable pulse generator (ipg) procedure was successfully completed.

Manufacturer narrative:
The following sections were updated in follow-up 1: b4, d4, g3, g6, h2, h4, h6 & h11. H2 correction to lot number, expiration date and date of manufacturing. No product was returned to oscor inc. For evaluation, location of device is unknown; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. Based on the information provided by the supporting documentation, when peeling away the sheath after lead placement the valve does not detach properly. At this time, it is not possible to assign a definitive root cause for the event as reported. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.